Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pancreaticoduodenectomy procedure, the active blade broke outside of the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt.